Event description:
"Pseudoseptic" reaction (inflammation). Case description: initial info was received on 02/06/2008 from hcp via co rep. In 2001, three to four pts experienced pseudoseptic reactions in the injection knee(s). The reactions were treated with one or more of the following methods: icing of the affected knee(s); over-the-counter medications such as nsaids, aspiration; and/or corticosteroid injections. All the reactions resolved within approx 2-3 days. At the time of this report, the outcome of the pt(s) was recovered. No further info was provided.